Manufacturer narrative:
A device history record review was completed for final material number 408394 and the potential lot numbers provided 5177523, 5142575, and 5022383. During the manufacturing process, testing is performed to assess the package quality, including evaluating for damaged carton and shelf, product in the sealing area, sealing wrinkle, cavity wrinkle, seal width, film thickness, damaged or twisted blister, and perforation (irregular edges and cuts). Based on the manufacturing record review, no discrepancies or non-conformance's were found that could have contributed to the reported incidents. As samples were not available at this time, a thorough sample analysis could not be performed. At this time, a manufacturing related cause could not be determined for the reported incidents. There were no previous complaint reports received on lot numbers 5177523, 5142575, and 5022383 for defects relating to primary package integrity. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Poor quality casing: often found torn or damaged, which results in contamination of the needle, making it unusable and increasing the risk of infection. Waste of materials, with the need for multiple needles in the same patient, increasing operating costs.